Event description:
It was reported that patient had right total hip revised due to failed liner from impingement acetabular insert. The patient presented with pain and was revised.

Manufacturer narrative:
An event regarding wear involving an unknown accolade stem and a trident liner. The event was confirmed. The device was not returned for evaluation. However an image was received. An area of indentation on the prosthetic neck approximately 2-centimeters distal to the base of the trunnion is noted. A functional and dimensional inspection was not performed as the device was not returned. A review of the medical information by a clinical consultant indicated that: after seven years in situ, repeated impingement by the neck of the femoral component on the metallic rim of the insert resulted in penetrant wear. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review and complaint history review could not be performed as the lot ID is unknown. Conclusions: a review by a clinical consultant concluded that after seven years in situ, repeated impingement by the neck of the femoral component on the metallic rim of the insert resulted in penetrant wear. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. The exact root cause of the event could not be determined as insufficient information was provided. If additional information such as revision operative reports, x-rays and/or device become available, this investigation will be reopened. Not returned.